Event description:
It was reported that the customer allowed the pump battery to fully deplete on (B)(6) 2023 due to not charging the battery and the pump subsequently shut off. As a result, the customer did not load a new cartridge until 6/8/2023 and went to the emergency room (ER) with an elevated blood glucose (bg) level that ranged from 400-499 mg/dl with high ketones. Additionally, a system check was performed, and it was found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer was treated with intravenous fluids of saline and insulin while in the ER and was released on 6/9/2023 with the issue resolved and no permanent damage. Ultimately a new cartridge was loaded to resolve the issue and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. Every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3: device not returned.